Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included a thermocool® smart touch® sf bi-directional navigation catheter and a pentaray nav high-density mapping eco catheter. The patient experienced cardiac tamponade treated with a pericardiocentesis, surgical repair and extended hospitalization in the intensive care unit (ICU). Transseptal puncture performed with brk needle and ablation was performed but no evidence of steam pop. There was a drop in blood pressure in the patient and the patient became tachycardic. Anesthesia vitals were checked as well as electrocardiogram (EKG) and echocardiograms (echo). The pericardial effusion was confirmed by the ultrasound machine. The patient was transported for open heart surgery to locate effusion which was through the left atrial appendage. Most recent report was that the patient has improved. Additional information received on 22-feb-2024 indicated that the event occurred when the pentaray was in the left atrial appendage (laa). The flow for the pentaray was pressurized. With this information, the pentaray is now considered an additional suspected device. The awareness date is 22-feb-2024. The physician's opinion on the cause was that it was procedure related. Correct settings selected on device and no error messages on the bwi equipment during the procedure.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(6) has two reports: (1) MFR # 2029046-2024-00768 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2024-00769 for product code d128208 (pentaray nav high-density mapping eco catheter).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 03-may-2024. The device evaluation was completed on 08-may-2024. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included a thermocool® smart touch® sf bi-directional navigation catheter and a pentaray nav high-density mapping eco catheter. The patient experienced cardiac tamponade treated with a pericardiocentesis, surgical repair and extended hospitalization in the intensive care unit (ICU). Transseptal puncture performed with brk needle and ablation was performed but no evidence of steam pop. There was a drop in blood pressure in the patient and the patient became tachycardic. Anesthesia vitals were checked as well as electrocardiogram (EKG) and echocardiograms (echo). The pericardial effusion was confirmed by the ultrasound machine. The patient was transported for open heart surgery to locate effusion which was through the left atrial appendage. Most recent report was that the patient has improved. Additional information received on 22-feb-2024 indicated that the event occurred when the pentaray was in the left atrial appendage (laa). The flow for the pentaray was pressurized. With this information, the pentaray is now considered an additional suspected device. The awareness date is 22-feb-2024. The physician's opinion on the cause was that it was procedure related. Correct settings selected on device and no error messages on the bwi equipment during the procedure. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31215327l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device number lot 31215327l and no internal actions related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).